Event description:
Hill-rom received a report from hill-rom tech stating the left head side rail would not latch. The bed was located at the account in b-12. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found a worn latch pin on the left side rail. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side latch bracket assembly to resolve the issue. Based on this info, no further action is required.